Manufacturer narrative:
Analysis of returned product revealed a kink at the distal section caused by a bent center support observed under x-ray and confirmed after dissection; consequently, confirming the reported complaint, this condition of the center support could also have caused the ingress of fluids within the distal end; additionally, the device passes functional and electrical testing. Visual inspection failed due to the kink at the distal section and the broken adhesive.

Event description:
Reportable upon analysis completed on 25feb2019. It was reported that there was a temperature sencing issue and a catheter kink occurred. A blazer prime catheter was selected for a ablation procedure. Upon opening the package it was noted that the distal tip was bent. It was noticed that immediately upon initiating radiofrequency ablation the generator reached max temp of 50c. The power never got above 5w. The maestro 4000 generator was tested after the procedure and normal function was confirmed. No patient complications were reported. Analysis of the device revealed fluid ingress and broken adhesive.